Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging that a one touch verio pro meter displayed an error 4 message. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the meter displayed an error 4 message. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The test strips have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. The meter has also been requested back but has not been returned. Once the evaluation is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - device evaluation: the test strips involved with this complaint have been returned on(B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the test strips involved with this compliant failed testing. While testing the strips with control solution, an er4 was observed. Lifescan (lfs) has requested the return of the meter for evaluation. If the meter is returned lfs will evaluate it and inform FDA of those findings in a supplemental report. At this time, lifescan considers this matter closed.